Event description:
Foley catheter inserted 11/26/94 at 13:00. 11/28/94 at 20:45 order received from dr to discontinue foley. 5cc of h2o returned from bulb in syringe. Foley draining dark amber urine. At 21:00 attempt to withdraw any fluid from bulb without success. Called e.r. And advised to advance catheter, turn and slowly pull out (21:40). 22:00 attempt to advance and turn catheter and slowly pull out without success. 11/29/94 foley found with bulb tubing cut. Dr called and orders received. Surgical removal required 11/30/94.